Manufacturer narrative:
The device will not be returned to the MFR for eval.

Event description:
It was reported that the device was missing the blue transfer level upon customer receipt. The device was still used on a pt. The customer used a plier-like instrument in order to transfer the blood. No blood was discarded. No pre-donated/bagged blood was required. There were no adverse consequences reported related to the event.